Event description:
A synchromed el pump was implanted so that the patient would receive continuous baclofen infusion. The patient went to the clinic for a regular scheduled refill of the synchromed pump. As part of the refill procedure, the pump reservoir was emptied and instead of an anticipated residual volume of 3-4 ml, 17 ml was present. A primary pump dysfunction was diagnosed and patient's oral baclofen dose was increased. Physician indicated there were no clear related adverse consequences related to the event. A synchromed pump replacement was scheduled. The pump was returned to the manufacturer, per their request, two days later. It was noted that two weeks prior, this facility received a notice from the manufacturer regarding a synchromed el pump motor stall due to gear shaft wear and this patient's model was one listed as being potentially affected. Of note: approximately one month prior, this patient presented to the emergency department complaining of diffuse itchiness. (Patient related itchiness as a symptom experienced with baclofen withdrawal.) Unfortunately, (and unrelated to baclofen withdrawal), while in the ed, the patient experienced other more significant/serious medical problems which required admission to the hospital. Because of this, the pump issue was not addressed significantly and patient was placed on an oral dose of baclofen.